Event description:
It was reported that a red alert had been generated for this system due to shock impedance measurement of 125 ohms. The patient had recent shock therapy with 41j shock and the impedance measured 86-91 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion and was returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that a red alert had been generated for this system due to shock impedance measurement of 125 ohms. The patient had recent shock therapy with 41j shock and the impedance measured 86-91 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.